Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The device remains implanted. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A surgeon reported having a couple of patients who have presented with shallow anterior chambers after the micro-stent implant. Additional information received reports the patient had a myopic shift post-operatively with an increase in intraocular pressure (iop). The surgeon is questioning aqueous misdirection. There are two manufacturer reports associated with these events. This report is for the first patient.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been returned for evaluation for the report of patients presented with shallow anterior chambers, myopic shift, and increased intraocular pressure (iop); therefore, the condition of the product could not be verified. Customer photos attached to the parent complaint. Four photos of x-rays of the eye at 2, 5, 5-6, and 6 weeks post op, no other information of the reported event can be obtained from the photos. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The manufacturer internal reference number is: (B)(4).